Event description:
Additional information received indicated the patient's pain is going to be controlled by medication and surgery will not be undertaken.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's lead exhibited high impedances on several contacts. Reprogramming was performed using the normal contacts. However, shortly after, the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. A lead fracture was suspected. Surgical intervention is planned to address the issue.